Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient had a loud sound when water is coming out from device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in sections a1, d1, d8, e1. H2. The corrected information is reflected in this report. A.1 section was incorrect patient intial name was reported in the previous report, which correctly updated in this follow up report as unknown. D.1 section incorrectly reported as dreamstation CPAP in the previous report, which is correctly reported as dreamstation CPAP pro in this follow up report. D.8 section is incorrectly reported as no in previous report, which is correctly reported as unknown in this follow up report. E.1 section was incorrectly reported in the previous report, which is correctly updated in this follow up report. H.2 section was marked incorrectly in previous report as device evaluation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient had a loud sound when water is coming out from device. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.